Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. (B)(4).

Event description:
It was reported to resmed that while astral device was being configured for patient use, it displayed a black screen and was inoperable when unplugged from mains power. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery by resmed. The reported complaint of a defective battery was confirmed through the device logs. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).